Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual inspection: the sample was returned in two segments. Product packaging and label were not returned. The balloon size for this product was printed on the balloon hub of the catheter and identified the returned sample as a 18mm x 4cm balloon. The catheter was returned with no anomalies noted to the luers or bifurcate. No kinks were noted to the catheter. The detached balloon was returned partially inverted and approximately 14.5cm of an unknown 0.035in guidewire inserted through the balloon. The inverted and detached balloon likely indicates a retraction issue. The balloon catheter weld bond was examined under microscopic magnification. The weld bond appeared to be consistent around the entire circumference of the bond, with no defects noted. Both marker bands were present on the catheter. No signs of a rupture were present on the balloon. No other anomalies were noted on the returned device. Functional/performance evaluation: due to the poor sample condition, the balloon was unable to be inflated to determine whether a pinhole rupture was present. Medical records review: medical records were not provided for review. Image/photo review: images/photos were not provided for review. Conclusion: the device was returned. The investigation was inconclusive for a balloon rupture as no ruptures were observed and functional testing could not be performed due to the poor sample condition. The investigation was confirmed for a balloon detachment, as the balloon was returned detached from the catheter. The investigation was confirmed for retraction issue as the returned balloon was inverted and detached from the catheter. Per the reported event details, the balloon was inflated within a stent. Therefore, there may have been an interaction with the stent and balloon which contributed to the reported event. It is likely that retraction issues contributed to the balloon detachment. However, the definitive root cause for the balloon rupture or detachment could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rated burst pressure (rbp) recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the sheath and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. Use of the atlas gold pta dilation catheter: apply negative pressure to fully evacuate fluid from the balloon. Confirm that the balloon is fully deflated under fluoroscopy. While maintaining negative pressure and the position of the guidewire, withdraw the deflated dilatation catheter over-the-wire through the introducer sheath. Use of a gentle clockwise motion may be used to help facilitate catheter removal through the introducer sheath. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon catheter allegedly ruptured (atm unknown) during inflation within a bare metal stent. There was no reported patient injury.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon catheter allegedly ruptured (atm unknown) during inflation within a bare metal stent. There was no reported patient injury.